Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the permanent cautery hook had a broken cable. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.